Event description:
The customer reported that insulin pump alarmed and insulin squirted out during the manual prime process. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. The device was received with scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, missing end cap sticker and broken belt clip slot.